Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. No tissue was noted on the helix post decontamination. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the implant procedure for a pulse generator upgrade, the old lead was showing intermittent noise. The physician decided to replace the lead for a different model, however the helix of the new atrial lead (ra) would not fix properly to the atrial surface. The physician noted that sensing was good, but the helix would not hold the lead in place. The physician also had difficulty extending and retracting the helix, which took several turns. The lead was replaced for a new one, and all measurements were normal. The procedure was completed without any further complications and no adverse patient effects were reported.